Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed/ frayed wires and sparking of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of exposed frayed internal wire from portion of the 16 awg 2c ts wire that joins the pvc overmold. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. Unit was returned with software version i3.2020.0312-r8964 installed. No software malfunctions or anomalies were observed. A test right ang ext cable was used for performance analysis due to the functional damage to the one returned. No attempt was made to power on the unit using the right ang ext cable it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Complaint of ¿the cord hanging from the back of the pillow is frayed¿ confirmed. Root cause of stated observation of fraying concluded to be damage to right ang ext cable.